Manufacturer narrative:
A ge rep ordered the part at customer's request. Customer installed part and tested system. System operates as intended. (B) (4).

Event description:
The customer reported a communications error. No pt injury was reported.